Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned for evaluation nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Revision surgery was conducted to remove 2 set screws which had backed out of the s1. No issue once set screws replaced and re-torqued.

Manufacturer narrative:
On (B)(6) 2016 additional information provided by the sales rep. During revision surgery for an unrelated issue, both arsenal set screws located at the s1 were found to have backed out of the mating polyaxial screws. The surgeon believes he may have forgotten to final tighten both of the implants. Upon removal, the set screws were both discarded by the user facility.